Event description:
Initial information provided to conceptus through medwatch form: (B)(4). Essure devices placed on (B)(6) 2010. The patient reported experiencing pain soon after implantation and within two weeks, the pain became more localized on her left side. On (B)(6) 2010, the patient presented with pain and was taken to the ER for abdominal surgery, at which time the devices were removed. The patient reports continued pain, cramping, and hormonal problems, but that the majority of the pain has subsided. Follow up information provided by medical office: the physician has requested she have an hsg but the patient has not returned since the surgery. Additionally, the patient is relying on the remaining device in her right tube for sterility. Patient was relieved of pain upon release.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.